Manufacturer narrative:
(B)(6). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: (B)(4).

Event description:
It was reported "after removing the release liner of the dressing, there is one-piece transparent plastic on the surface of the dressing. Nurse did not find this piece of plastic when applying the dressing, which caused the wound to deteriorate." Per the information provided, "it resulted in maceration of the patient's wounds, and carrion formed in the wound." Photographs depicting the reported complaint issue were provided by the complainant.